Event description:
It was reported by the rep that the device was used during a laparoscopic donor nephrectomy. It was reported that this was the new mode code trocar. When the case was almost finished, the tsw35 was inserted and the gasket tore. There was no consequence to the pt.